Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the stretched coils were confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device unpackaging and prior to use the balance middleweight guide wire was found to be damaged with the distal tip coils stretched. There was no patient involvement. The device was not used. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the core and shaping ribbon are separated and the tip coils are stretched out, but still intact.